Event description:
It was reported that during the implant procedure, the cover over the grommet did not line up with the setscrew on the device. The physician was able to get the setscrew tightened, but it was very difficult. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).